Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced a deformed stopper. The following information was provided by the initial reporter: the stopper was found to be damaged before use.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1158023. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced a deformed stopper. The following information was provided by the initial reporter: the stopper was found to be damaged before use.